Event description:
It was reported that during a ptca procedure, as the physician was removing the stent delivery system (sds) from the lad, the dilatation catheter shaft snapped off. The guiding catheter, guide wire, and the balloon were successfully removed together.